Manufacturer narrative:
Device evaluation summary: during evaluation of the sample a crease was observed on the posterior view. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/22/2019, mentor became aware that the right device was deflated, and the left was intact. And as a result. Patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3503380, serial number (B)(4), and right replaced with catalog number 3503380, serial number (B)(4) on (B)(6) 2019. This information mistakenly not reported from the initial report. This report is for the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor smooth round high profile 380cc saline breast implants which unknown side deflated after implantation. Physician confirmed a possible side deflation. Mentor decided to report both sides until the additional information indicates the correct side. This report is for the left side.